Event description:
It was reported that the insertable cardiac monitor (icm) was explanted due to an infection. Another icm was implanted successfully. No additional adverse patient effects were reported.